Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy for a supraventricular tachycardia due to the patient was non-compliant in taking their prescribed medication. Programming changes were made, and the patient's medication was increased.